Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event code 21 and cyclic redundancy check (crc) error. Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigation was also performed. The sensor data was analyzed, and it revealed brownout reset and cyclic redundancy check (crc) error has been caused by memory corruption in the ferromagnetic random access memory (fram) section of the application specific integrated chip (asic) this issue is confirmed due to memory corruption.) All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "sweating, exhausted, confusion, sleep, a loss of consciousness". Customer does not remember if they self treated with a glass of water or if a non-healthcare provided treated them with a glass of water. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "sweating, exhausted, confusion, sleep, a loss of consciousness". Customer does not remember if they self treated with a glass of water or if a non-healthcare provided treated them with a glass of water. There was no report of death or permanent impairment associated with this event.